Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: - additional information/ device evaluation. H3a: device evaluated by mfg- additional information. H6: additional information.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on 10-08-(B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and failed. The allegation was confirmed due to the finding of a broken sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.